Manufacturer narrative:
(B)(4). A prior medical assessment has been performed for the reported failure mode "aspergillus infection". The assessment has been reviewed. The chief medical officer has made the following determination; "infection of vascular graft is a severe complication that occurs in less than 3% of implants. The majority of infections are due to contamination during the surgical procedure. The most common organism involved is candida. Aspergillus is rare but described in the scientific literature. The treatment is antifungal therapy, excision of the infected graft and extra-anatomic bypass. No escalation is necessary for this episode." (B)(4).

Event description:
The hospital reported that an avr, ascending aorta procedure was performed on (B)(6) 2015 using the hemashield. The product was explanted due to infection on (B)(6) 2015. The lab results indicated aspergillus species in the product.

Manufacturer narrative:
(B)(6) 2015 03:54 pm (gmt-4:00) added by (B)(6) ((B)(4)):the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that an avr, ascending aorta procedure was performed on (B)(6) 2015 using the hemashield. The product was explanted due to infection on (B)(6) 2015. The lab results indicated aspergillus species in the product.